Manufacturer narrative:
Maquet cardiopulmonary (B)(4) requested the product for investigation but the product was not available. Therefore no laboratory investigation could be performed by the manufacturer. A review for similar complaints to be investigated already was performed and no similar complaints were found. Thus the reported failure could not be confirmed. Based on the information available at this time the cause of this failure was determined to not be attributed to a device related malfunction. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported from a customer from (B)(6) that the hmod 30000 clotted within 24 hours of emco initiation. According to the provided pictures of the customer clotting occurred on the inlet side. Act was by 380. Once the oxygenator clotted customer exchanged it with a new one. No harm to the patient was reported. Complaint ID: (B)(4).